Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with this inflatable penile prosthesis (ipp). Previously, the patient presented to the hospital and was diagnosed with corpora cavernosa erosion. A surgical procedure to replace the device was scheduled. Later, all components of the existing ipp were removed and replaced with a tactra. No additional patient complications were reported and the patient is expected to recover.